Event description:
It was reported that during implant the left ventricular had poor thresholds and was not stable in the spot chosen. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found; however, blood/body fluid was present on all conductors (not obstructed).